Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: addr01 implantable pulse generator (ipg), implanted: (B)(6) 2009.

Event description:
It was reported that an infection occurred. Echocardiography revealed vegetation on one of the right ventricular (rv) leads although it was not specified which lead. The lead was explanted. No further patient complications have been reported as a result of this event.